Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416700. Model: sc-8416-70. Serial: (B)(4). Batch: 7070735/7070948.